Manufacturer narrative:
G4, h2, h3 and h6. We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure will be carried out with a cross functional team. The root cause remains undetermined. It is possible that a software issue caused the reported event. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. Device performance data did not detect any system errors or faults with the pump. The device spent most of its total functioning time in a leak state. This could explain why the device failed to deliver therapy. The device performed as would be expected, a leak was detected so the device entered a leak state in which therapy was paused and the user was notified of the leak. The device will enter a leak state if a sufficient seal is not created and maintained. It was reported that all lights were illuminated but this would only occur if the device entered an error state. The product evaluation confirmed that the device had not entered an error state. Therefore we were not able to confirm a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, upon setting up a pico7 pump for npwt, the machine was rendered inoperable when all lights illuminated after the batteries were inserted. The treatment was performed with an equivalent pico7 pump. Therapy was not compromised.